Manufacturer narrative:
This report is submitted on august 22, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, it was reported that during initial implantation surgery performed on (B)(6) 2017, the surgeon attempted to insert the electrode array; however, the surgical sheath was damaged during the process. Subsequently, the implant and sheath were discarded, and the surgeon implanted the patient with the backup cochlear device. There was no report of patient injury associated with this event.